Event description:
The patient has a medical history of hypertension and hyperlipidemia. The index procedure was prompted by unstable angina. During the index procedure two endeavor sprint des were implanted in the mid lcx and proximal lad. Approximately 13 months post index procedure the patient suffered heart disease. An unknown intervention was performed on the same day. The patient died of a heart attack. The investigator reported that the event is remotely related to the index device and anti platelet medication.